Event description:
The complainant reported a 68 year old male patient presenting nstemi for impella support. Patient was taken to the operating room approximately 4 days later for planned impella removal and ventricular septal defect repair procedure, when an aortic thrombus was noted encased around the impella device. Intervention was required via surgical removal of the cannula and an embolectomy was required on the right iliac and femoral arteries.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
In the initial MDR, we erroneously stated the device had been discarded. The device was not discarded and received by our facility on 2022-10-04 for investigation. The device was returned severed, so simulated use testing could not be performed. No other abnormalities were identified. With the information provided, we believe the root cause of the reported issue was related to the patient's condition.